Event description:
It was reported that a patient with a diagnosis of aortic valve insufficiency and nyha functional class ii underwent an initial implant procedure with the evolut pro+ 34 millimeter valve in the aortic position. The patient had comorbidities including unstable angina and renal failure (not on dialysis), was receiving ongoing treatment with asa and calcium channel blockers and first-degree atrioventricular block (avb I). Electrocardiography revealed left bundle branch block (lbbb) and a pacemaker was implanted to treat conduction abnormality.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.